Event description:
Dealer states front right leg above extension leg. Dealer states this is out of the box. This was a warranty replacement for another 9650-4 chair that was bent out of box. Bringing unit back for inspection per supervisor (B)(4).